Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the device was returned and analyzed. The device met 97% of expected longevity.  Without the history of the programmed settings throughout it's service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 6949 implantable tachy lead, (B)(6) 2007; 5071 implantable pacing lead, (B)(6) 2007; 4470 competitor implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being removed for normal depletion. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.